Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint regarding thermal damage was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, two vessel sealer extend (vse) instruments were used for a surgical task and melted at the elbow of the instruments. The technical support engineer (fse) requested that the customer return the vse instruments for analysis. The use of the instrument was discontinued and the or staff replaced the instrument with a backup. The user completed the procedure using the same system and there was no known impact or patient consequence reported.